Event description:
Female pt was presented to the interventional lab for an angioplasty and stenting procedure of the right internal carotid artery. The vessel was not tortuous, but there was a 70% stenosis present. There is no info as to where the physician made access to the pt. An 8fr. Sheath was inserted and the physician passed a guidewire across the lesion followed a slalom thrill balloon. Pre-dilation was performed to the lesion. Following pre-dilation, the stent delivery system (sds) was advanced and successfully deployed. Upon withdrawal of the sds; the physician felt friction while retrieving it back into the guiding catheter. The physician inspected and found the breakage on the distal part of sds and the tip was found left inside the y-connector of guiding catheter. He tried to retrieve the separated tip without losing guidewire position, but it got stuck on the wire. The separated part was found to be approximately 30cm long. The distal tip was attached to the guidewire lumen. He withdrew the tip and the guidewire (percuserge/medtronic) together. He delivered another guidewire (new percuserge/medtronic) and post-dilated the lesion with the balloon that was used for pre-dilatation. The procedure was finished successfully. The info states that the product was properly inspected and prepped prior to use and no anomalies were found. There was no reported injury to the pt.